Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during dwell 2 of 5, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) had the hp close the clamps, disconnect, cycle the power on the hc device to clear the alarm, and remove the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: twenty-six unused samples of the same lot were returned for evaluation. No abnormalities were identified during visual inspection on the samples. Leak, clamp function, and clear passage tests were all performed with no issues noted. Each cassette was able to run on a test homechoice (hc) device successfully. The problem was not confirmed for any of the devices. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The actual cassette is reported to be unavailable for evaluation; however, 8 unused cassettes are reported to be available. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): a batch review was conducted for associated lot number h14a18020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.